Event description:
The foley catheter was inserted and the balloon was inflated per manufacturer instructions. At the time of catheter placement and balloon inflation, there was no resistance noted. Upon securing the foley catheter tubing to the patient's leg, the rn noticed the foley catheter had fallen out. Upon inspection of the foley catheter and the balloon tip, it appeared that the balloon had popped. The foley defective foley catheter was discarded. A new foley catheter was obtained and placed without incident. There was no overt injury to the patient.